Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use aspiration needle, which is an olympus asset with no reported complaint. During the evaluation of the device, the sheath near the boot was broken. The service repair technician indicated that the most likely cause of the sheath near the boot was broken was due to component failure. There was no patient involvement.